Event description:
Physician placed catheter in right jugular vein. During the first session of hemodialysis on negative pressure, the catheter and the dialysis machine showed bubbles. The doctor tightened the connection and the compression cap and sleeve, but the problem wasn't solved. They tried to aspirate from the arterial and the vein lumen, the syringe was filled with blood and bubbles. The doctor stopped the dialysis and inserted a temporary femoral dialysis catheter to complete the treatment for the patient. It was reported the patient is "doing good".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of leaking extension line was able to be confirmed by the photos. The photos revealed air bubbles in the dialysis machine and in the syringe when drawing blood from the venous extension line. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure. Do not use scissors to remove dressing to minimize risk of cutting catheter." Without the actual device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Physician placed catheter in right jugular vein. During the first session of hemodialysis on negative pressure, the catheter and the dialysis machine showed bubbles. The doctor tightened the connection and the compression cap and sleeve, but the problem wasn't solved. They tried to aspirate from the arterial and the vein lumen, the syringe was filled with blood and bubbles. The doctor stopped the dialysis and inserted a temporary femoral dialysis catheter to complete the treatment for the patient. It was reported the patient is "doing good".